Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was missing and pushwire was stuck inside the microcatheter. The pushwire was removed from the catheter with difficulty. The tack weld replacement crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The retainer ring found damaged. We are unable to definitively determine the cause of premature detachment; however, it is possible that the damaged retainer ring may have contributed to the event. The cause of damage retainer ring could not be determined. The lot history record review of the reported lot number and the retainer ring lot number showed no discrepancies that may have contributed to the reported experience.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil "pre-detached" in the micro catheter. No patient injury was reported as a result of the procedure. No further information was provided.